Event description:
It was reported that the external pulse generator shut itself off. The generator was returned for service. Follow-up was unable to determine patient impact/involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis was unable to confirm the customer comment that the unit shut itself off. Analysis did find that the upper case and two side bail covers were broken and that the battery release, lead flex cover, battery contacts, battery drawer, battery flex and the lower case were contaminated.